Event description:
The pt's mother reported that she found the child turning blue but that the apnea monitor did not audibly alarm, nor provide a visual indicator of apnea. Dates of use: (B)(6) 2012 - currently being used.